Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported about a damaged infusion set from the package. As the patient opened the shell of the infusion set, while unfurling, the tubing hung up and tangled. The patient noticed that the end of the tubing that should have been connected to the quick release, was loosened and got detached. Moreover, the patient had not used the infusion set and the event occurred prior to use. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.